Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of clinician holding the dialysis catheter in which some portion of cuff was noted to be detached as a layer. The cuff was noted with blood stains. The manufacturing evaluation states that some portion of the cuff was detached, it was observed that the cuff had blood stains. No other abnormalities were observed through the sample. Therefore, the investigation is confirmed for the reported cuff failure to bond and material separation issues. However, the investigation is inconclusive for the reported fracture issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter procedure using a hemosplit catheter. During the procedure, it was reported that the catheter kraft had broken off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter procedure using a hemosplit catheter. During the procedure, it was reported that the catheter kraft had broken off. The procedure was completed using another device. There was no reported patient injury.